Event description:
It was reported that when the device, with reload cartridges, was used during a laparoscopic cholecystectomy procedure, it would not cut, would not staple, and was difficult to open. Tissue was taken from below to complete the case. There was no furhter consequence to the pt.